Event description:
The trellis peripheral infusion system was received for evaluation. No ancillary devices or cine images from the procedure were received. The trellis system was returned packed within its shelf carton and loosely nested within a series of pouches. The returned trellis system included: oscillation drive unit with dispersion wire and manifold/catheter. The distal balloon was examined and was able to be inflated. The proximal balloon was inflated and a pinhole leak was noted.

Event description:
The thrombolysis procedure was performed in (B)(6). The customer states that the proximal balloon was broken upon inspection before starting the procedure. The catheter was not used on a patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including the return of the device. Should it return or if additional information becomes available a supplemental report will be submitted. (B)(4).